Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05319. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2008 . It was reported that the patient underwent mesh removal on (B)(6) 2008. It was also reported that the patient underwent suburethral sling using the remeex adjustable system and cystoscopy on (B)(6) 2010. Sling revision, cystoscopy and robotic sacral colpopexy using alyte mesh and cystoscopy were performed on an undisclosed date.